Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 23 year old male patient who had been admitted in with indication of cardiomyopathy. He presented in scai stage d shock, and prior to the pump placement was supported by inotropes, vasopressors, and vent for respiratory needs. The other underlying medical history/comorbidities were not shared. On the day of implant the pump had a bleed from the reposheath. The pump remained on for 5 days and during that time the did have blood products infused and bleed resolved. The pump was explanted and escalated to the impella 5.5 on day 5 and patient has survived.